Event description:
The customer reported that a piece of the insulation fell into the patient during an orthopedic procedure. The piece was retrieved without any injury to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: 03/30/2015. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found the blue insulation torn and damaged. The opaque ptfe insulator had disengaged. There was eschar inside the insulator. The instructions for use state only the tip of the electrode should make contact with the target tissue. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded.